Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a water leak and a pin hole. Based on the results of the investigation, it is likely that the customer's report of ¿image blacks out, it's purple and also times out¿ was due to the faulty charged coupled device. However, a definitive root cause could not be established. Additionally, based on the results of the investigation, the malfunction identified during the device evaluation 'leak water test failed' was due to tiny pin hole. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device blacked out while in use, showed a purple screen, and also timed out. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.